Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Despite attempts to obtain additional information, the resolution for this event could not be obtained. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device revealed lower than expected longevity remaining. There was concern that this device battery depleted more rapidly than expected. As the patient is pacemaker dependent, a replacement procedure will be performed in the near future. No adverse patient effects were reported.